Manufacturer narrative:
Upon interrogation of the device, it was indicated that the pump contained baclofen 2000.0mcg/ml at 11.9mcg. Day. Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sh aft-bearing. Analysis also found high resistance battery. (B)(4).

Event description:
The pump and catheter were returned by the manufacturing representative with no known complaint.

Manufacturer narrative:
After analysis and review, the previously reported eval code-conclusion of 11 was updated to 12. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.